Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had broken battery compartment. No issues identified in the event history log. Function testing performed. The customer's reported problem could not be duplicated, as no issues with the sensors were found. No root cause could be determined. Device underwent dso (downstream occlusion) calibration, and the device has since passed functional and accuracy testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave the error message "cassette not attached properly. Reattach cassette.¿ multiple cassettes were attached to the cadd pump with the same error message displayed. The event occurred during pre-test. The operator of the device was a health professional. The event occurred at the patient's home. There was no patient involvement, and no patient harm/adverse event reported.